Manufacturer narrative:
Additional information received from the sales representative on (B)(6) 2016: the plug that contains the record of the procedure with the longest time is the device related to cer (B)(4). The plug that contains the record of the procedure with the shortest time is the device that does not need to be evaluated. There was no incident with that device. Investigation summary: two (2) device keys, that are used to connect the device into the generator, were returned for evaluation. The activation logs were extracted from the micro chip in the device key. Unit 1 indicated that the device was used for a longer time period and was analyzed. Engineering found that the activation logs did not indicate any malfunction with the device. Engineering did not analyze the activation logs of unit 2. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. As the complete device was not returned for evaluation, engineering was unable to confirm the root cause or if a product malfunction occurred. Applied medical has received reports of similar issues and applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate for this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Hemorrhoidectomy (type milligan and morgan) - "hemorrhoidectomy with 3 pedicular haemostasis by radiofrequency. Postoperative: readmission with urgence at day 5 for abundant hemorrhage with 3 points loss of hemoglobin. The patient had to be operated in emergency for local hemostasis by ligation. Treatment was completed with venofer perfusion. The patient has been hospitalized with monitoring for 5 days. Given the consequence of the severity of this complication, I recommend not to pursue the use of this device with this indication subject to new laboratory test." Patient status - "patient fine after readmission".